Event description:
It was reported that high voltage lead impedance was observed since february. Stored egms revealed noise on the pace/sense portion of the lead. The noise could not be reproduced with isometrics. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.